Event description:
Customer reported that t: slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer used original charging supplies and resolved the issue, indicating that no further assistance was required.